Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and low pace impedance measurements near 200 ohms. Additional information received approximately two weeks later reported that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited stable impedance at approximately 400 ohms during device interrogation in-clinic. However, on the date of the procedure, impedance measurements fluctuated from 450 ohms to low, out-of-range pace impedance measurements less than 200 ohms while the patient was lying flat. It was confirmed that the terminal pin was fully inserted into the header and the set screw was tightened. Visual inspection of the lv lead was unremarkable. Subsequently, the crt-d was explanted and replaced due to premature battery depletion (pbd), and the lv lead remained in service. Lv pace impedance after connecting the chronic lv lead to the new device was in the 400 to 1,000 ohms range, depending on the vector. No adverse patient effects were reported.